Event description:
(B)(4). Starting from implementation of essure until removing them during 9 months: inflammation, heavy weight gain +12pounds in 3 months, glutein allergy, nickel allergy, constant headaches, severe migraines, pelvic abscess, abscesses in inner thighs, pain in pelvic area, daily diarrhea, uncontrollable itching in legs, arms, stomach area, early menopause symptoms such as night sweat, hot flashes, depression, loss of libido, emotional issues, pain during ovulation, nausea, heartburn. After removing essure in patological results: pad cervix: leiomyoma, pad endometrium: endometrium secretans, pad myometrium: adenomyosis, pad tuba uterina: normal artefact/finding. All blood results from lab were in great condition, nothing was found for the reason of my symptoms. I have not have any medication or none of these symptoms prior to essure implementation. I have not had any hormones for birth control and I've been very healthy before implementation. The insurance is not usable in (B)(6) for these kind of cases done in public health care.